Event description:
It was reported the patient attempted to charge their device for the first time. While the charging puck was fully charged, the patient was unable to connect to the device despite many attempts and placing the puck in different positions. Other troubleshooting attempts were made by turning the charging puck off and on. A spare charger was sent to the patient to determine if the concern is on the charger or something else. Later, the territory manager met with the physician and patient to attempt additional troubleshooting by charging the neurostimulator (ins). The tm used the green charging puck connected to the software that provided a guide as to the efficiency of charging. While the charging puck could identify the ins, it could not get close enough to charge despite trying various positions. The physician requested an x-ray which showed the ins not lying flat and the antenna pointed into the body, explaining why the patient had experienced charging issues. As a result, the patient had their ins revised and replaced it with a non-recharge ins. It was implanted in the same pocket after a slight enlargement to accommodate the new ins. The device is now working properly. The tined lead was not revised.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of difficult to charge and malposition of device was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient attempted to charge their device for the first time. While the charging puck was fully charged, the patient was unable to connect to the device despite many attempts and placing the puck in different positions. Other troubleshooting attempts were made by turning the charging puck off and on. A spare charger was sent to the patient to determine if the concern is on the charger or something else. Later, the territory manager met with the physician and patient to attempt additional troubleshooting by charging the neurostimulator (ins). The tm used the green charging puck connected to the software that provided a guide as to the efficiency of charging. While the charging puck could identify the ins, it could not get close enough to charge despite trying various positions. The physician requested an x-ray which showed the ins not lying flat and the antenna pointed into the body, explaining why the patient had experienced charging issues. As a result, the patient had their ins revised and replaced it with a non-recharge ins. It was implanted in the same pocket after a slight enlargement to accommodate the new ins. The device is now working properly. The tined lead was not revised.